Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a fracture fixation procedure, the guide wire snapped along the shaft as it was being inserted, both pieces of the broken guide wire were retrieved. The surgery was completed using another guide wire. Patient was not harmed. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Should be: complaint report received from synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint report received from synthes (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.